Event description:
It was reported that the patient underwent an internal fixation removal surgery on (B)(6)2024 and suture was used. During the surgery, the suture broke and was replaced several times without improvement. Other sutures were replaced. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: can you identify the product code and lot number of the product that was used? Please confirm the number of sutures that broke during this procedure. Were there any patient consequences as a result of this event? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned related events captured via: 2210968-2024-03043.